Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the that the device had a small hole in the hose near the bell ring causing the air and oil leak. Therefore, the reported condition was confirmed. It was further noted that the hole in the hose is consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an oil leak. It was reported that this event occurred during preventative maintenance. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.